Event description:
It was reported that an ambulance was involved in a rear-end style collision. Pt sustained scrapes and bruises, but no major injury and both paramedics drove themselves to the hospital where they were treated and released.

Manufacturer narrative:
Cot will not be evaluated, but removed from service.